Event description:
It was reported that the revolution cement mixing system was being used in a procedure when a black substance was observed in the tubing when negative pressure was taken to the mixing kit. The account felt that there was no problem inside the cement gun and used it to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that the revolution cement mixing system was being used in a procedure when a black substance was observed in the tubing when negative pressure was taken to the mixing kit. The account felt that there was no problem inside the cement gun and used it to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported condition was confirmed upon evaluation of the returned unit. Visual inspection of the tubing assembly confirmed the foreign material (black stain) presence on a particular section on the inside of the vacuum tubing. According to the characterization test performed on the previous similar case reported by this account (and referenced in this complaint), it had been determined that the observed foreign material contained traces of polymethacrylic acid ester and barium sulfate, which allegedly are components of the cement. A definite root cause could not be determined. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received.